Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call of high blood glucose readings and no delivery from the insulin pump. The daughter stated that her father's pump was not delivering insulin and his blood glucose went high. The customer was advised to call back to troubleshoot.